Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was feeling a lot of pain/soreness around the ins site. It was noted that the patient was not 'fat enough' when the ins was implanted and that it sticks out in the back. The patient's reported weight was (B)(6). No further complications were reported.